Event description:
While rn was attemting to push down safety shield on syringes, shield stuck and rn was punctured by the needle. Rn followed facility protocol for treatments of needle sticks. The syringe is part of a kit, called peg - intertron, peg - interfuron-alpha 2-b that the staff obtains from the facility pharmacy.